Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain. 15 days after insertion, the patient has still a lot of pain. Decision to remove the implant.